Manufacturer narrative:
Patient¿s height reported as 5 feet 8 inches. This patient information is unknown. This report is for four (4) unknown 3.5mm locking screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Original implant date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Unknown, as specific part and lot numbers for 3.5mm locking screw is not provided. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent hardware removal on (B)(6) 2018 due to osteomyelitis. After the successful healing of the patient's fracture, one (1) titanium cannulated tibial nails-ex with proximal bend, six (6) unknown distal 5.0mm locking screws, one (1) locking compression plate (lcp) plate and four (4) unknown 3.5mm locking screws had to be removed. Original implant date was unknown. The osteomyelitis was reported as cellulitis, as this is a bacterial skin infection, the reporter was unaware of the source. There was no surgical delay and the procedure was successfully completed. Patient consequence was unknown. This report is for four (4) unknown 3.5mm locking screws. This is report 3 of 4 for complaint (B)(4).

Manufacturer narrative:
This report is for four (4) unknown 3.5mm locking screws/unknown lot. Partial part number reported as 212.1xx. Exact part and lot number are unknown; UDI number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: occupation: initial reporter telephone. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.